Event description:
It was reported that bd syringe enteral 10ml bns contained foreign matter. Complaint via email. Please see the new complaint received for the following product. Please provide the resolution and correction to rectify this issue. P/n 305856, 305858, 305862 lot unknown qty 5 patient injury no reportable no sample yes complaint desc: we encountered something very concerning with a syringe last weekend (I am just learning about it now). Inside the tip, there was a small shard of what appears to be plastic. Fortunately, one of our technicians noticed this before drawing up a feed. As you can imagine this would have been incredibly concerning if it was fed to a baby. Customer response on (B)(6) 2026. For (B)(4): 1. Can you please provide an exact date of event in format mm-dd-yyyy? 03-15-2026, 03-26-2026 2. Could you kindly provide the total number of occurrences? 1 occurrence (only 1 sample received)

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.